Event description:
Side button came off and the top portion of lip missing; looked inside patient and nothing was found. It appears to be inside the trocar.======================manufacturer response for trocar-excel, endopath excel (per site reporter).======================emailed rep 11/19/2012-no response as of this report. Stryker sustainable solutions were notified and stated product was not reprocessed. Product will not be released due to the question that a piece maybe still in the patient, but was less likely that it was retained. As a precaution we will hold onto the product. The manufacturer is free to inspect the product in the risk manager's office at parrish medical center and pictures may be taken.